Event description:
It was reported the patient presented to emergency room after receiving inappropriate shock. It was noted that the patient had recently stopped taking antiarrhythmic medication. The device eventually diagnosed in the v-a rate branch as a result of some atrial undersensing. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.